Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. The sample was not returned for evaluation. The results of the investigation are inconclusive and the root cause is unknown. This application represents an off label use for his device. The opt-plast xt peripheral balloon dilatation catheters are recommended for use in pta of the iliac, femoral and renal vessels. Bard does not recommend use of this product for procedures other than those listed. The IFU (information for use) states the following: if resistance is felt when either removing the guide wire from the catheter or the catheter from the introducer sheath, stop and consider removing them as a single unit to prevent damage to either the products or the vessel. Applying excessive force to the catheter can result in tip breakage or balloon separation.

Event description:
It was reported during a pta of a subclavian vein lesion, the doctor could not remove the balloon through the 6f (boston scientific supersheath). The doctor had to remove the balloon as one unit. There was no patient injury reported.